Manufacturer narrative:
The customer contacted a siemens customer care center. The customer ran precision studies on two levels of quality controls (qcs). The results for one of the qc levels were imprecise. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: inspected the instrument, reset the lamp counter, recalibrated the urinary/cerebrospinal fluid protein (ucfp) assay, and replaced a plugged wash probe (wash probe f), wash manifolds for probes f and b, the biowaste valve on manifold b, the silicon tubing for wash probe b, cuvette dryer boots, and lamp on the water purification module. Then, the cse ran service method tests (smts) for sever 2, qcs, and precision studies. The smts, precision studies, and qcs recovered acceptably. The cause of the discordant, falsely low ucfp result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A urine sample from a patient was aliquoted into two (2) aliquots and each aliquot was labelled with a different sample identification ((B)(6)). When the sample aliquots were processed on a dimension vista 1500 instrument, a discordant, falsely low urinary/cerebrospinal fluid protein (ucfp) result was obtained on the aliquot with sample identification (B)(6). The discordant ucfp result was reported to the physician(s). On (B)(6) 2019, the samples were repeated on an alternate dimension vista instrument. The results obtained on (B)(6) 2019 recovered higher than the discordant result. On (B)(6) 2019, the initial result obtained on the aliquot with sample identification (B)(6) was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ucfp result.